Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4, and a5: the customer did not supply patient demographics such as patient age, gender, date of birth, weight, ethnicity or race. E4: initial reporter submitted mw5163358 to FDA on 04dec2024. Beckman coulter was notified by the FDA of this medwatch report and incident on (B)(6) 2024. H3 and h6: a field service engineer (fse) was dispatched to the customer site to actively troubleshoot the issue. The fse was onsite between on 19nov2024 and 25nov2024 actively performing troubleshooting to resolve the issue. In conclusion, there is evidence to reasonably suggest that a hardware malfunction occurred in conjunction with this event. Due to multiple interventions performed, one hardware part cannot be determined as the sole contributor to this event. Ultimately, after replacing the cooling fan and correcting the reagent carousel temperature there were no further issues reported from the customer. Note: five mdrs will be submitted, one for each of the five patients involved in this event.

Event description:
On 23dec2024, beckman coulter received a medwatch report [mw5163358] from the FDA regarding a previous complaint which occurred on (B)(6) 2024 where the customer experienced several days of delayed care for five patients due to quality control (qc) issues with the troponin (access high sensitivity troponin I, part number: b52699, lot number was not provided) and the bnp (access b-type natriuretic peptide, part number: 98200, lot number was not provided) on their access 2 analyzer (part number: 81600n,serial number: (B)(6). The customer initially contacted beckman coulter on (B)(6) 2024 and reported rv (reaction vessel) cleanout error issues that started on (B)(6) 2024. The customer did not report any delay in patient results, or any adverse events to beckman coulter at this time. Beckman coulter attempted to collect additional information from the customer; per information provided by customer on (B)(6) 2025, the customer stated five patients had a delay in results and a delay in care/treatment. The customer confirmed there was no harm or impact to the patients, however that not having testing available caused them to be unable to triage patients effectively. The customer stated no erroneous or questioned test results were generated. No additional data or information was provided by the customer. Note: five mdrs reports will be submitted, one for each of the five patients involved in this event.